Event description:
It was reported that a minimum fill notification occurred, however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer was refilling/reusing the cartridge. Technical support informed customer of off label use. Customer understood and acknowledged and declined to load a new cartridge at the time of report.